Event description:
It was reported the torque limiting driver broke apart at the base where it connects as the surgeon was using it on the pt. No harm to the pt was reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.